Manufacturer narrative:
**Update: (B)(4) 2013. Pfs was received from legal, medical records were received from legal. There is no new information that would change the existing MDR decision. Records are available for further review. The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
New etq record created in order to update etq (legacy system) (B)(4). Reason for original complaint: maude report: patient alleges pain that is getting worse. Doi (B)(6) 2010 dor no revision. Update: the sales rep reported the revision surgery. The patient was revised to address femoral stem loosening. Dor: (B)(6) 2011. Update: (B)(4) 2013 - litigation papers received. Litigation alleges high cobalt and chromium levels. Metal liner and femoral head are now being reported.

Manufacturer narrative:
The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the lot codes ew9a91 and 3107106. A search of the complaint database finds additional reported incidents against lot code 3128583 since its release for distribution; however, a review of the device history records did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). Added: exp date and UDI, 510k, patient and device.

Event description:
Ppf alleges loosening of stem, metal wear, metallosis, and elevated metal ions.